Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator, was admitted two months post implant, with a fistula containing a purulent secretion at the superior parasternal wound, but lacking signs of systemic infection. Wound cultures tested positive for (B)(6) however blood cultures were negative. Because the device was in an extravascular location and systemic infection was absent, a conservative strategy was adopted. Oral antibiotic therapy with clindamycin resulted in resolution of all signs of local infection however it was later reported that the device has since been explanted and unavailable for return.